Event description:
It was reported that during a normal eri (elective replacement indicator) pump replacement procedure, the physician was unable to as pirate the catheter. The physician proceeded to perform a dye study which showed that the catheter was out of the intrathecal space. The catheter was replaced. They did not see any holes on the tip of the catheter. The patient had no symptoms or complications related to the event; prior to the procedure the patient stated that he was receiving effective therapy. The patient status was reported as ¿alive-no injury.¿ the pump was delivering morphine (70 mg/ml at 19 mg/day) and clonidine (1100 mcg/ml at 500 mcg/day). It was later reported that they were unsure if the whole distal end of the catheter came out.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4). The catheter was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.